Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the treatment. The procedure got delayed and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting due to a power outage. Upon troubleshooting actions, fse identified that the flexvision pc was not starting. To rectify the situation, the fse initiated service mode and manually powered on the flexvision pc. Following a successful power-up, the system was restarted several times. After restart, the system was returned to use in good working order.